Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced small stinging sensations at the ipg site which happened while sitting or laying down. In addition to this, the patient experienced pain at the ipg site, most likely at the stitched header location. Most recently, the patient reported the scs system was not providing effective stimulation and the patient declined reprogramming [related manufacturer report number: 1627487-2024-08962]. Moreover, the patient also reported the stimulation has been off for a month; however, they were still experiencing the stinging sensations. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. It is unknown which lead was liable.